Manufacturer narrative:
The received device had the cannula assembly not deployed and an 0x5c alarm reported. The hook talons were observed slipping over the ratchet gear, causing a drive stall and preventing the pod from deploying in second prime sequence. The device was reset and re-run, and reproduced a drive stall, confirming the hook talon as the root cause. Damage was found on the ratchet gear teeth, and the top ratchet retainer pin was not seated properly. No other defects were found that would prevent the needle mechanism from deploying. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Patient reports they were priming the pod when the pod alarmed.